Manufacturer narrative:
Testing of actual/suspected device: during preventative maintenance (pm) conducted by a field service engineer (fse), the device failed the external ECG/bp test. The fse determined the front end board began to malfunction. The fse replaced the front end board and verified the unit calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the external ECG/bp test. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Corrected fields: b5. Fse determined that the front-end board had begun to malfunction. Replaced front end board. Verified unit calibrated and passed all functional and safety tests per factory specifications, returned to the customer, and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The national repair center installed the pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual . The nrc could not verify the failure of failing the external ECG and external blood pressure test. The nrc was able to obtain an external ECG and external blood pressure signal that met factory specifications. The front end board passed testing. Sending the board to the supplier. The failure analysis and testing dept. (Fat) received part pcb, front end, rohs from the supplier. The supplier performed in-circuit testing, which passed all testing. The supplier could not verify the failure of failing the external ECG/bp test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retaining the board in the fat per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the external ECG/bp test. There was no patient involvement.